Event description:
The customer stated that she was connected to the insulin pump during the manual prime and may have inadvertently delivered more than ten units into her body. The customer was instructed to seek emergency medical treatment to prevent a hypoglycemic reaction. The phone call was then disconnected. A follow-up call was made to the customer, and the customer stated that she was taken to the hosp because of the over delivery of insulin. The customer stated that she was distracted while changing her infusion set, thus leading to her being connected to the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.